Event description:
It was reported that the home patient (hp) had connected the patient line extension while in the initial drain on the home choice (hc). The technical service representative (tsr) assisted the hp to end therapy and advised the hp to start over with new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. This complaint is for a report of a use error during the initial drain stage, where the patient had connected the patient line extension while in the initial drain. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The patient guide provides step-by-step instructions for connecting the patient line extension before priming the patient line. The patient guide warns the user not to connect to your patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. The patient guide instructs the user to verify that the patient line is properly primed. The patient guide provides step-by-step instructions for properly re-priming the patient line. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.